Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that a cartridge alarm 1 occurred during bolus delivery. Customer loaded a new cartridge to resolve the issues. Customers blood glucose level was 90 mg/dl.